Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), poor thresholds were observed during deployment. The system was explanted and replaced. No patient complications have been reported as a result of this event.